Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00020; the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the accessory branch for a fistula using ruby coils. During the procedure, while in use with a px slim delivery microcatheter (px slim) and another manufacturer's diagnostic catheter, the physician pulled back the px slim before the ruby coil was fully advanced out into the target vessel. Subsequently, the ruby coil became lodged in the diagnostic catheter and the entire system was removed from the patient. The physician then attempted to deploy a second ruby coil using the same px slim; however, the same incident occurred and the ruby coil became lodged in the diagnostic catheter. The physician removed the entire system and completed the procedure using another manufacturer's stent device. There were no reported issues with the px slim and there was no report of an adverse effect to the patient.